Event description:
It was reported that an ilet user observed persistent high blood glucose after a shower when the infusion set connector was not fully clicked into place upon reconnection and later asked whether to reannounce a meal. The user ultimately paused the pump, disconnected, administered a subcutaneous insulin pen correction, then reconnected with glucose returning to range. Symptoms included hyperglycemia reaching 467 mg/dl with no associated clinical signs or symptoms reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found, and a usage problem identified related to improper or incorrect procedure with the infusion set connection involving the infusion set/cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.